Event description:
It was reported that the zimmer ultracare wound sheet is holding in moisture and causing skin irritation. Additional clinical follow up indicated that the sheeting was reported to have been used for a premature infant that was in a thermostatically controlled (35-37 degree celsius) environment. After "a brief period" the customer noted the infant's skin to be red and peeling. An ointment was applied to treat the skin. Additional clinical follow up with the hospital indicated that the use of wound sheeting has been routine in the nicu (neonatal intensive care unit) at the facility since at least 2000. The customer was unable to provide info regarding why the product was chosen. No other info regarding the reason for use of wound sheeting was provided.

Manufacturer narrative:
The product was not returned for eval. There was indication of lot number, therefore the device history record could not be reviewed. Unable to determine cause of complaint.